Event description:
Device 2 of 2. Reference MFR report#1627487-2018-02454. Additional information identified that issue resolved after blood patch was performed. Patient is reportedly doing okay.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-02454. It was reported a tear in the dura mater and subsequent cerebrospinal fluid (csf) leak occurred when the physician was removing the trial leads ((B)(6) 2018). A blood patch was performed. No further information is available at this time.